Manufacturer narrative:
(B)(4). Reported event was confirmed by review of product returned. Product was returned damaged beyond use by assembly technique. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due improper assembly technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that patient has an initial comprehensive reverse shoulder procedure. During surgery, the surgeon could not get the humeral tray and bearing locked together. The damaged ring was removed and new ring was installed it into a standard tray. The tray and bearing would still not lock together. A new tray and bearing were then used to complete the procedure. No adverse events have been reported as a result of the malfunction.